Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an allergic skin reaction while wearing the adc freestyle libre sensor. The customer experienced a symptom of inflammation and perceived to have an infection at the sensor insertion site. The customer had contact with a healthcare professional and received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor adhesive was not returned. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section g-3 (date received by mfg) was incorrectly documented in the MDR 30 follow up #1 report. The correct g-3 date is april 22, 2022.

Event description:
A customer reported experiencing an allergic skin reaction while wearing the adc freestyle libre sensor. The customer experienced a symptom of inflammation and was perceived to have an infection at the sensor insertion site. The customer had contact with a healthcare professional and received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor adhesive was not returned. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing an allergic skin reaction while wearing the adc freestyle libre sensor. The customer experienced a symptom of inflammation and was perceived to have an infection at the sensor insertion site. The customer had contact with a healthcare professional and received unspecified treatment. There was no report of death or permanent impairment associated with this event.